Event description:
A us dist returned a charger/modem sn (B)(4) indicating that it will not power on.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem will no power on fully. Upon eval, there was liquid contamination on the battery board. The cause of the liquid contamination cannot be positively identified, but is likely liquid ingress. In addition, there was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on (B)(6) 2013. Results will be monitored. The root cause of the resetting could not be distinguished between the contamination and flash memory failure. No adverse event resulted from the defective charger/modem.